Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head had water like stains on the silver part of the side of the unit. The issue was found during installation. There were no reports of patient involvement.